Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot but the imaging system was in use for the day. The fse was able to get a image of error on screen "early termination of the 3d scan has occurred. Images may be compromised and inadequate for navigation. Please ensure that the image acquisition switch is pressed throughout acquisition. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. No further issues reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during an imaging system scan the progress bar stopped short of 100% and showed an error. The staff reported that it said either image transferred too soon or that the scan was interrupted. The image still processed and transferred to the navigation system without issue. There was no impact on patient outcome.